Event description:
It was reported an issue with silkam suture. The client reported that the suture was relatively thick. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have tested the diameter of the open sample received: the average diameters of the applicable open sample received (7 strands) are 0.307 mm, 0.307 mm, 0.323 mm, 0.334 mm, 0.327 mm, 0.326 mm and 0.325 mm which meets the diameter requirement of european pharmacopoeia (ep) for this size and thread: 0.300 mm < xave < 0.349 mm. These values are the usual and the current ones for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the open sample received complies with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the open sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the open sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.